Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: near fundus') in a (B)(6) female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis, bladder infection, migraine headache, cholecystectomy and wrist surgery. Concurrent conditions included chronic headaches, asthenia, bruising, abdominal pain, dysfunctional uterine bleeding, nausea, abdominal cramps, bleeding postoperative, headache, red blotches, diarrhea, abdominal pain, back pain, arthralgia, vomiting and photophobia. Concomitant products included nsaids since (B)(6) 2015 for pain pelvic, paracetamol (acetaminophen) since (B)(6) 2015 for pelvic pain as well as butalbital; caffeine; paracetamol (fioricet) since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), 10 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain ("physical pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test. The patient did not have her essure removed, however, is currently planning for removal. Right side: 2 coils. Left side: 3to 4 coils. In mr of (B)(6) 2016, patient's past medical & surgical history mentioned intrauterine device removal (e-sure). On (B)(6) 2015, patients had laparoscopic tubal cauterization for failed essure procedure, sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: thickened endometrium measuring up to 14 mm. Linear echogenic structure which extends into the endometrial canal near the fundus on the left possibly represents displaced essure device. Small amount of simple free pelvic fluid. Nonvisualization of the ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding ,pelvic pain ,displaced essure device. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received: previous event was ¿pelvic pain¿. New events added: "migration of essure device location of device: near fundus, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish. Lot number, reporter information, patient demography, medical history and concomitant drugs were added. Fu 1 and fu 2 processed together. On (B)(6) 2019: mr received: reporters information updated. Medical history and lab data were added. Fu 1 and fu 2 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: near fundus'), pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis, bladder infection, migraine headache, cholecystectomy and wrist surgery. Concurrent conditions included chronic headaches, asthenia, bruising, abdominal pain, dysfunctional uterine bleeding, nausea, abdominal cramps, bleeding postoperative, headache, red blotches, diarrhea, abdominal pain, back pain, arthralgia, vomiting and photophobia. Concomitant products included nsaids since (B)(6) 2015 for pain pelvic, paracetamol (acetaminophen) since (B)(6) 2015 for pelvic pain as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, depression and anxiety outcome was unknown and the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test. The patient did not have her essure removed, however, is currently planning for removal. Right side: 2 coils left side:3to 4 coils. In mr ,of 10nov2016 , patient's past medical & surgical history mentioned intrauterine device removal (e-sure). On (B)(6) 2015 patients had laparoscopic tubal cauterization for failed essure procedure, sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6) 2015: thickened endometrium measuring up to 14 mm. Linear echogenic structure which extends into the endometrial canal near the fundus on the left possibly represents displaced essure device. Small amount of simple free pelvic fluid. Nonvisualization of the ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding ,pelvic pain ,displaced essure device , batch no c35387, production date: 2014-03-11, expiration date: 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events per pfs: abdominal pain, bleeding: general abnormal bleeding were added, outcome of pelvic pain, abdominal pain and general abnormal bleeding were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: near fundus') in a 32-year-old female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hyperemesis, bladder infection, migraine headache, cholecystectomy and wrist surgery. Concurrent conditions included chronic headaches, asthenia, bruising, abdominal pain, dysfunctional uterine bleeding, nausea, abdominal cramps, bleeding postoperative, headache, red blotches, diarrhea, abdominal pain, back pain, arthralgia, vomiting and photophobia. Concomitant products included nsaids since (B)(6)2015 for pain pelvic, paracetamol (acetaminophen) since (B)(6)2015 for pelvic pain as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6)2014. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2015, the patient experienced device expulsion (seriousness criterion medically significant), 10 days after insertion of essure. In (B)(6)2015, the patient experienced pelvic pain ("physical pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure confirmation test. The patient did not have her essure removed, however, is currently planning for removal. Right side: 2 coils. Left side:3to 4 coils. In mr ,of (B)(6)2016 , patient's past medical & surgical history mentioned intrauterine device removal (e-sure). On (B)(6)2015 patients had laparoscopic tubal cauterization for failed essure procedure, sterilization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound pelvis - on (B)(6)2015: thickened endometrium measuring up to 14 mm. Linear echogenic structure which extends into the endometrial canal near the fundus on the left possibly represents displaced essure device. Small amount of simple free pelvic fluid. Nonvisualization of the ovaries. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal bleeding ,pelvic pain ,displaced essure device , batch no c35387, production date 2014-03-11, expiration date 2017-03-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.